Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented with noise, fracture and a spike in low voltage lead impedance on the right ventricular lead. The lead could not be completely explanted due to breakage; the portion that could not be removed was capped and abandoned. A new lead was implanted. The patient was stable.